Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that during the cataract with intraocular lens implant surgery, the surgeon was in quad mode and the phacoemulsification (phaco) tip would not emulsify or aspirate any of the nucleus. The surgeon had the st flush the phaco handpiece, but still did not resolve the issue. He also primed and tuned the cassette over again, but the issue persisted and he did not want to continue with the same cassette because the cde was getting high and also area looked cloudy. The surgery was completed after replacing the product with another one. There was no impact to the patient. This report pertains to the cassette involved for this complaint.